Manufacturer narrative:
The device was returned to inogen for evaluation and the evaluation found numerous error 16, battery low errors, oxygen low and error 1's on the data log (empty battery). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to inogen, that their device did not product an adequate amount of oxygen. Reportedly, the device displayed system error. In turn, the customer went to the hospital. Tried to contact the patient to no avail.